Event description:
It was reported that the patient experienced right ventricular (rv) failure as pre-existing condition, prior to left ventricular assist device (lvad) implant, and has been on inotropic support since the time of lvad implant on (B)(6) 2022. The patient was discharged home on milrinone via peripherally inserted central catheter (PICC) line following lvad implantation. Lvad operated as intended and there were no device issues. The patient presented to the clinic on (B)(6) 2023 with PICC line infection that was not lvad related per clinician. The patient was admitted for PICC line drainage and pain at site, and blood cultures were sent. The patient was found to have pseudomonas putida and escherichia hermani bacteremia for which infectious diseases (ID) was consulted and the patient was started on intravenous (IV) antibiotics. The prior PICC line was discontinued and replaced once repeat cultures were done with no growth. The patient's home milrinone prescribed for rv failure was also progressively weaned off and repeat echocardiogram with ramp was done for optimization; the speed remained unchanged at 5200 revolutions per minute (rpm). The patient was discharged home after symptoms resolved on (B)(6) 2024 and planned to follow up in clinic 1-2 weeks. On (B)(6) 2023 the patient was seen again in clinic outpatient, and patient was experiencing symptoms of right heart failure after weaning off the milrinone the previous month. Post milrinone wean, the patient developed more heart failure symptoms and worsening renal function. The patient was admitted the same day after right heart catheterization (rhc) showed low chloride and normal filling pressures. The patient was restarted on milrinone 0.2 and PICC line was placed in right upper arm. Since initiation, the patient's serum creatinine went from 2.5 mg/dl to 1.87 mg/dl without diuretics. The patient was discharged home on (B)(6) 2023 prescribed 2mg bumex daily maintenance from 3mg twice a day. Inr was 1.9 on discharge, with the goal being 2-3, on 5mg warfarin daily. The patient would be monitored outpatient on home milrinone. The continued plan of care was to monitor ongoing outpatient. The lvad functioned as intended and there were no device issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the device was functioning as intended with no device issues. The patient remains ongoing on with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and renal dysfunction. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.